Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing segments and lower case is broken. Analysis also found one side bail cover is broken and one side bail is missing. (B)(4).

Event description:
It was reported the device has a broken display and a broken case. The device was returned for repair. No patient involvement or complications were reported.